Event description:
It was reported that the customer was receiving no delivery alarms on his insulin pump. At the time of reporting his blood glucose was 351mg/dl, which he treated with a manual injection of insulin. No equipment is being returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.